Manufacturer narrative:
Section d4: corrected primary unique device identifier number. Section h6 update: codes for component code, investigation findings and conclusions updated to reflect the resolution of the complaint investigation. Upon investigation of the actual device used in this incident, it was determined that door failed multiple times. A field service engineer replaced the door latch to resolve. The system functioned as intended.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis medstation es system door failed multiple times. The customer added that patient care was affected due to the users not being able to access any emergency medications from the device. The name of procedure and the length of delay were not disclosed by the customer. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system door failed multiple times. The customer added that patient care was affected due to the users not being able to access any emergency medications from the device. The name of the procedure and the length of delay were not disclosed by the customer. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device door failed multiple times. A field service engineer replaced the door latch to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.